Event description:
A malfunction alarm labeled as "malf 9" was reported, prompting concern. There was no adverse impact to the customer's blood glucose level as it did not exceed concerning thresholds. Technical support provided pump reset instructions and assisted the customer in resetting the pump, which successfully resolved the issue. The pump was deemed safe for continued use, and the customer was advised to seek further assistance should the issue recur.